Manufacturer narrative:
(B)(4) - the complaint samples were received and evaluated by the manufacturing facility. It was found that the reported lot contained components from the new mold. It was detected that there was an obvious short shot in the new mold. There was a reduction of wall thickness due to this short shot. This short shot could be caused by air being trapped inside the mold and this air is unable to escape. The root cause is the mold structure and the blow machine capability causing a short shot. A risk assessment was completed and it was determined that no field action is required. Clinical harm is unlikely as identified in the risk benefit analysis. Controls were determined to be adequate to control the risk of product in the field.

Event description:
The following was reported to carefusion "on two different occasions we went to hook the circuit to the patient¿s et tube or lma and when trying to connect the tube, the end of the hme snapped off.  We then had to open another circuit to get a replacement, therefore, we are unable to use that circuit as well. During this time the patient isn¿t getting o2 and the hme that snapped completely off left little plastic flakes near patient¿s airway. Both times in the last 24 hours that this has happened the piece has snapped off in the same spot."

Manufacturer narrative:
(B)(4). A complaint sample was provided by the customer for evaluation and forwarded to the manufacturing facility for a complete investigation. Preliminary results indicate a molding process issue at the manufacturing facility which has been isolated to only one mold. A scar has been issued to the manufacturing facility (B)(4) to correct this issue. Product will be 100% sorted by the manufacturing facility to remove all product which was produced on the affected mold. If additional details become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4) - follow-up 2 is being submitted to make corrections and add additional information. Common device name - changed to 'condenser heat and moisture (artificial nose)'; product code - changed to 'byd'; manufacturer name, city and state - (B)(4); date received by manufacturer - 08/23/2016 was added, this is the date we became aware that corrections/additions were needed; 510k - added 'exempt' to the field (previously no information was provided); type of reportable event - changed to 'serious injury'; (B)(4).